Event description:
Scrub tech flushed product hoop, removed catheter, and attached catheter to the drip line. Physician then noticed a break in the mid-portion of the catheter while loading in the penumbra ace catheter. A second 3max reperfusion catheter was opened and used to finish the procedure.